Event description:
A nurse initially reported soft eye and vacuum surges during use. Add'l info rec'd on 12/14/07 noted pt had choroidal detachment. Outcome was reported as good. Vacuum surges were with frag. Add'l info has been requested from the dr.

Manufacturer narrative:
A co svc rep checked the system and found it to meet specs; no parts were replaced. Investigation is in progress.